Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Rep left vm regarding two drivers. No details. Per complaint form: I grabbed the set (consigned inventory) from sterile processing and noticed each driver worn a the distal end.

Manufacturer narrative:
Two (2) expedium si quick-connect polyaxial screwdrivers [product code: 2797-12-400] were returned to the chu for evaluation. Visual examination at the macroscopic level revealed that the fracture was located at each driver¿s distal tip, the second half of the tips were not provided with either device. Device samples were then sent to michael toto, a senior research engineer for fracture analysis. Fracture analysis report suggests that each driver underwent a quasi-static torsional shear failure starting at the hex lobes and is extended to the potential fracture termination site. No material defects or other abnormalities were observed in this analysis. In addition to fracture analysis, a hardness test was performed on the part. The results from the hardness test showed that the average was within the specified hardness range. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the driver distal tips breaking cannot be positively determined. However, the fracture analysis report suggests that each driver underwent a quasi-static torsional shear failure starting at the hex lobes and is extended to the potential fracture termination site.as there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.